Manufacturer narrative:
(B)(4).

Event description:
Procedure: reduction mammaplasty. According to the reporter: the pt experienced abnormal scarring at 12 week f/u. This was possibly related to the test device. Scar hypertrophy was noticed on both sides.